Event description:
The patient had been taken down to upper gi scan. The patient was in a bariatric bed with a motor but had to be pushed up manually due to the power running out. The bed has been plugged in the whole time.